Event description:
It was reported that the patient had been hospitalized for olecranon bursitis on (B)(6) 2026. During the hospitalization, the pod was removed to perform diagnostic testing. The patient reported blood glucose levels reaching 400 mg/dl and declining to 68 mg/dl. Symptoms reported include feeling confused. The patient was treated by a medical professional with surgery, intravenous insulin and intravenous antibiotics. A new pod was applied, and the patient was discharged on (B)(6) 2026

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android omnipod software app version: 4.0.2 operating system: cp1a.260505.005 hardware: pixel 9 pro xl cgm sensor type: dexcom g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.